Event description:
Event description cpi received information that this bipolar lead was removed from service. Two days after the implant, an invasive procedure was performed due a lead dislodgement. The lead was replaced with a screw-in type lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.